Event description:
This x-ray system had no imaging available during angiographic study. There was a failure of fluoroscopy and acquisition. The catheter had to be pulled back to a larger vessel and doctor had to keep flushing to prevent formation of clot. The system had to be turned off and on again which left approximately three minutes without x-ray.

Manufacturer narrative:
Eval method/results/conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.